Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿thayer school of engineering at dartmouth first report of retrievals for statement of work 10 for q3 of 2025. Darthmouth is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis reason for revision: revision due to pinnacle metal wear/reaction.¿. Product description:- pinnacle mtl ins neut36idx52od product code:- 121887352 lot no:- 2975068 quantity of manufactured:-(B)(4) date of manufacturing:- 3rd august 2009 expiry date:- 2nd august 2014 IFU reference:- (B)(4) a manufacturing record evaluation was performed for the finished device product description:- pinnacle mtl ins neut36idx52od product code:- 121887352 lot no:- 2975068, and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description:- pinnacle mtl ins neut36idx52od product code:- 121887352 lot no:- 2975068 quantity of manufactured:- (B)(4) date of manufacturing:- 3rd august 2009 expiry date:- 2nd august 2014 IFU reference:- (B)(4) device history review: a manufacturing record evaluation was performed for the finished device product description:- pinnacle mtl ins neut36idx52od product code:- 121887352 lot no:- 2975068, and no non-conformances / manufacturing irregularities were identified. H11 additional narrative: added: d10 (concomitant). Corrected: h5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) school of engineering at (B)(6) first report of retrievals for statement of work 10 for q3 of 2025. (B)(6) is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis. Reason for revision: revision due to pinnacle metal wear/reaction.